Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. During preparation of a 2.25 x 12mm synergy ii drug-eluting stent, it was noted that the stent struts was flattened. The procedure was completed with a different device. No patient complications were reported.